Event description:
Additional information received on 3/23/2026 for report mw5184988. While completing a gi procedure we went to open a brand-new pack of 4 by 4 gauze. When we opened it, we noticed the gauze has what looks like a piece of tiny cardboard inside or something not positive what it is but it is not clean. There have been other instances like this with gauze that has brown or dark red stains on them. We have been throwing them away and getting a new back. But now that it has been multiple times, we realized this is a problem. We kept the packaging for this most recent find. We kept it with us, we placed a psr. We still use gauze some the same lot number since they are not used in a way that could affect the patient while we find a replacement. The gauze is used to rub lubricant on the gi scope and is used by the providers to hold the scope due to the lubricant or liquid that is on the scope while completing a colonoscopy. Cardinal health- gauze sponges- ref 6939g.

Event description:
We are forwarding the attached email regarding product problems (contamination and discoloration) with (B)(6)¿s curity gauze sponge. Please review and confirm acceptance for follow up. (B)(6) will close out this complaint under the assumption that it has been accepted by MDR if we do not receive a response to this email within 3 days.